Event description:
During lumbar fusion of l3-l4, the surgeon inserted the neuroprobe. While retrieving the probe the distal metallic tip approximately 1cm broke off into the patient's lumbar. The surgeon determined it would be more dangerous to remove the tip than to leave it in.